Manufacturer narrative:
The report of the platform intermittently displays user advisory (ua) 11 (max patient temperature exceeded), user advisory (ua) 41 (patient temperature sensor failure), user advisory (ua) 18 (max take-up revolutions exceeded) and user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message was not reproduced during functional evaluation of the autopulse platform (sn (B)(4)); however, was confirmed through archive data review. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. Visual inspection was performed and noted no physical damages upon receipt. Review of the archive data show (ua) 11, (ua) 41, (ua) 18 and (ua) 45 error messages occurred around the reported event date, thus confirming the reported complaint. The platform was functionally tested. It powered on and successfully performed compressions with a large resuscitation test fixture without any error message or any other faults. The testing verified that the temperature sensor is within specification. Although, the (ua) 41 error message was not reproduced, the storage and shift check conditions are not known. Factors such as ambient storage condition (e.g., fire truck in sun) or soft surface that may block air vents are known to cause (ua) 11 and (ua) 41 error messages in rare cases. The temperature sensor was replaced as a precautionary measure to prevent the reoccurrence of the (ua) 11 and (ua) 41 error messages, the device was further tested to full specification. The load characterization check was performed and verified that the load cells are within specification. Note that user advisory error messages are designed into the platform when one of several conditions is detected. User advisory (ua) 18 is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. User advisory (ua) 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. Following the service repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial (B)(4).

Event description:
Per reporter, the autopulse platform is functional, however, the platform intermittently displays user advisory (ua) 11 (max patient temperature exceeded), user advisory (ua) 41 (patient temperature sensor failure), user advisory (ua) 18 (max take-up revolutions exceeded) and user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error messages. No known impact or patient consequence was reported.